Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (event two): two photos and three injectors, along with an adapter that is not manufactured by bd, was received for investigation. Ine one photo, the syringe tip is observed to be broken off of in the injector luer. There is no issue noted to indicate that the was caused by the injector. The second photo displays two injectors connected to two different size syringes. The injector displayed on the right shows the luer connection of the injector is fully engaged, the injector shown on the left appears loose, the threading is not connected all the way to the end. There is no visual defect observed to indicate it is not a secure connection. After proper decontamination of the returned devices, the products were visually inspected, no damage or defects were observed within the injector luer that could prevent a secure connection to a syringe or other mating component. Functional evaluations were performed, passing liquid from a syringe through the injector and connector, all luer connections between the injector and syringe were secure, no leakage at the luer connection was observed and no disconnection between the injector and syringe occurred. A device history review was performed for lot 2310302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. All injectors could be successfully connected with a luer lock syringe without issue, verifying the connections were secure. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Dimensional testing was performed on the returned injector luers along with the adapter, verifying the injectors met all required specifications. It was noted; however, the adapter did not meet specification for what is indicated for our device. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 515052. Lot # 2310302. It was reported by customer that they had two incidents where a doxorubicin push started leaking at the connection to the syringe. Verbatim: nurses had two incidents where a doxorubicin push started leaking at the connection to the syringe. Both times this started leaking in the middle of the push. I talked to staff about it yesterday to ensure that we seat the syringes to connector securely. Subjectively, these seem to be a rather tough connection to syringes, it feels like it binds quickly without a lot of engagement of the thread. Today, cara was drawing up a med and had it snap at the leur lock connector. (B)(6) 2024: multiple complaints received for same facility. Dchu followed up with sales rep via telephone. She states that initial issue was related to leakage between the luer of the injector and syringe, finding it was difficult to connect the two devices. Photo provided shows one injector on the right, which is of an older lot where there was no issue connecting the devices. The injector displayed on the left is of initial lot 2310302. No obvious damage. Samples are available with sales rep. No patient harm.

Event description:
Material # 515052. Lot # 2310302. It was reported by customer that they had two incidents where a doxorubicin push started leaking at the connection to the syringe. Verbatim: nurses had two incidents where a doxorubicin push started leaking at the connection to the syringe. Both times this started leaking in the middle of the push. I talked to staff about it yesterday to ensure that we seat the syringes to connector securely. Subjectively, these seem to be a rather tough connection to syringes, it feels like it binds quickly without a lot of engagement of the thread. Today, cara was drawing up a med and had it snap at the leur lock connector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.